Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the screw displacement is undetermined. The root cause of the infection is undetermined. Infections have many causes and treatments. Each infection is addressed individually and taken very seriously by both the attending surgeon and sign surgeons at sign headquarters. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. The risk associated with this type of failure was evaluated during the risk management process and was deemed an acceptable level of risk to the patient. Sign fracture care international continues to monitor these events as part of our post market surveilance activities.

Event description:
We became aware on (B)(6) 2017 that 2 sign step screws implanted to repair a fracture were replaced due to an infection and srew displacement. The step screws were replaced per the sign technique manual. Surgeon comment: "at the wound sit pus have been discharge and septic artritis is occurred."